Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing and loss of capture in the ventricle. A guidant technical services consultant discussed troubleshooting to resolve the issue. Guidant later received information that the pacing impedance was greater than 3000 ohms. During an invasive procedure, the lead was removed from the device header and tested. Impedance was measured at 500 ohms. When reconnected to the device, the impedance remained 500 ohms. There were no reports of oversensing or inappropriate therapy at this time. A guidant technical services consultant discussed the possibility of a loose setscrew as the cause for the high impedance.